Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), insomnia ("sleep better"), pruritus ("itchy"), dry skin ("dry patches"), rash ("rashes on my hands") and alopecia ("I'm hoping my hair will thicken back up"). The patient was treated with surgery (hysteroctomy without ovaries). Essure was removed. At the time of the report, the back pain, allergy to metals and insomnia was resolving and the pruritus, dry skin, rash and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dry skin, insomnia, pruritus and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reported information was added. Patient's age was added. Events pruritus, dry skin, hand rash, alopecia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and insomnia ("sleep better"). The patient was treated with surgery (hysterotomy without ovaries). Essure was removed. At the time of the report, the back pain, allergy to metals and insomnia was resolving. The reporter considered allergy to metals, back pain and insomnia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and insomnia ("sleep better"). The patient was treated with surgery (hysterotomy without ovaries). Essure was removed. At the time of the report, the back pain, allergy to metals and insomnia was resolving. The reporter considered allergy to metals, back pain and insomnia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report